Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during bowel resection, the device did not fire for third firing. Used new reload in order to complete the case. No injury as a result of the event.